Manufacturer narrative:
The reported event of an unexpected pacing parameter was confirmed. Final analysis identified a software anomaly isolated to the interface between the device and the merlin programmer used during interrogation. No other anomalies were noted.

Event description:
It was reported that the patient presented in clinic for magnetic resonance imaging (MRI). During the procedure, it was found that the patient's implantable cardioverter defibrillator exhibited a programming anomaly which resulted in the device changing pacing settings during the scan. It was further noted that the device exhibited over-sensing of an unspecified source following the event. No intervention was performed. There were no patient consequences.